Manufacturer narrative:
Patient identifier: (B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-02113. (B)(4). It was reported that following a coronary artery stenting treatment procedure the patient developed angina. The index procedure in (B)(6) 2006 treated a 2.75x34mm, 80% stenosis of the proximal lcx (left circumflex). Treatment consisted of predilation, placement of a 2.75x38mm taxus liberte stent resulting in an "occlusive complication" and a bailout 3.0x12mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged one day post procedure on aspirin and clopidogrel. In (B)(6) 2010, the patient presented to the hospital with palpatations and chest tightness. ECG was normal, serial troponins were negative, and x-ray showed normal cardiac size. Metroprolol was started and cilazapril dosing was reduced. A stress test was positive for exertional angina. Cardiology was consulted and it was felt that ischemia was coming from the proximal lad (left anterior descending) proximal to the lima (left internal mammary artery) anastomosis. Due to the patient's history of stable exertional angina, medical therapy was recommended. The patient was discharged six days later with the event reported as resolved with no residual effects.